Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a surgical procedure to address a dislocated intraocular lens (iol) the irrigation stopped and the patient's eye collapsed. The angle of the infusion tube was raised and the irrigation resumed. A retinal detachment occurred that was repaired by a second surgery while patient still in the operating room.

Manufacturer narrative:
The surgeon reported that during a surgical procedure to address a dislocated intraocular lens (iol) the irrigation stopped and the patient's eye collapsed. The angle of the infusion tube was raised and the irrigation resumed. A retinal detachment occurred that was repaired by a second surgery while patient still in the operating room. A dvd recorded during surgery was reviewed and confirmed a leak from the incision suddenly stopped during surgery. Immediately after that the eye collapsed. The system intraocular pressure (iop) displayed zero (0). After the infusion tube was moved a little bit, irrigation started and patient's eye seemed to become normal. The cause was unknown but there was a possibility that something got stuck in tip of the infusion tube. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. The surgeon intervened appropriately by repairing the retinal detachment. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).